Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was delayed when unlocking the screen. Reportedly, it would take multiple attempts to successfully unlock the screen. The customer's blood glucose level ranged from the 300's to 426 mg/dl. The customer delivered a bolus and administered a manual injection. Reportedly, the customer would continue using the pump for insulin therapy.